Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: patient age reported as in the 70s. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that inter-lock screwdriver combined t25/hexa was found to be stripped and twisted from the sliding bar tip and shaft tip. A dimensional inspection for the inter-lock screwdriver combined t25/hexa was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.010.473. Lot # l597178. Manufacturing site: werk hagendorf. Release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent removal surgery and open reduction internal fixation with the trochanteric fixation nail advanced (tfna) system for a fracture of the subtrochanteric femur which occurred after the patient¿s initial surgery. During the surgery, it was confirmed that the head of two screws were broken; the surgeon tried to remove the screws with a hollow reamer. The tip of the reamer tube broke. The surgeon used another reamer tube; however, this reamer tube also broke. The surgeon managed to remove the broad plate and the narrow plate and tried to fix the tfna long nail. When the surgeon tried to drill the bone with a non-synthes intramedullary nail drill for insertion of distal locking screw, the tip of the intramedullary nail drill was deformed by the hardness of the bone. The surgeon managed to drill and make a screw hole. During insertion of the locking screw, the tip of the inter-lock screwdriver deformed and could not be used. The surgery was completed successfully with less than thirty minutes delay. Patient was stable. During manufacturer's investigation of the returned device that inter-lock screwdriver combined t25/hexa was found to be stripped and twisted from the sliding bar tip and shaft tip. This report is for a inter-lock screwdriver t25/3.5mm hex/224mm this is report 5 of 5 for (B)(4) and captures the intraoperative events that occurred on (B)(6) 2022. The postoperative subtrochanteric fracture is captured under (B)(4).